Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10. An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an unknown delivery system was used. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer multifenestrated septal occluder - ¿cribriform" instructions for use, artmt600034247, revision b, "indications and usage:the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Patients indicated for asd closure have echocardiographic evidence of fenestrated ostium secundum atrial septal defect and clinical evidence of right ventricular volume overload (i.e., 1.5:1 degree of left to right shunt or rv enlargement).

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer multi-fenestrated septal occluder-cribriform was chosen for implant to treat patent foramen ovale, utilizing an abbott delivery system. After placement of the device, a tulip form was observed on the right disc. The physician recaptured the device and placed it a second time; however, the device deformed to a tulip form again. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed, and a replacement 30mm amplatzer multi-fenestrated septal cribriform occluder was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer multi-fenestrated septal occluder-cribriform was chosen for implant, utilizing an abbott delivery system. After placement of the device, a tulip form was observed on the right disc. The physician recaptured the device and placed it a second time; however, the device deformed to a tulip form again. There was no angulation or kink noted in the delivery system. There was no interaction with cardiac structures during deployment. The device was removed, and a replacement 30mm amplatzer multi-fenestrated septal cribriform occluder was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.